Event description:
Guidewire was zeroed out of the body and normalized in the body. When pulling the wire back, it gave numbers over 1.00. The device was removed, re zeroed, and re normalized. The device was unplugged and plugged back in. That still wouldn't correct the problem. So, a new device was used (lot number on new device: 0302554663).